Event description:
It was reported intermittent occlusion alarms ocurred. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery.